Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit has an error code message of data acquisition (da) pcba adc reference failed. Customer can not fully confirm the error code and has no additional information available on the reported issue. The customer reported there was no patient involvement.